Event description:
When administering insulin to patient, after securing the needle, the needle leaked around the barrel of the syringe. This resulted in the patient receiving approximately half the desired dose, the remainder leaked out around the hub.